Event description:
A customer reported that the knife blades from one box were very dull with unk procedure or pt involvement. Additional info has been requested. Additional info was received from the complainant who confirmed that the complaint knife was used to complete each procedure by using additional force to make the incision. There was no impact to any pt.

Manufacturer narrative:
No sample has been received by mfg for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info was requested. (B)(4).